Manufacturer narrative:
(B)(4). A loose connection/disconnection between the transfer set and patient line is a known cause of this alarm. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user to check all disposable set connections for a secure fit before beginning therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was not connected at the time of the alarm. This occurred during drain four of five of peritoneal dialysis therapy. When the patient connected the transfer set to the patient line they did not twist the connection tight enough. The patient disconnected from the patient line in their sleep and did not reconnect. Proper procedures per the user manual were reviewed with the patient. There was no patient injury or medical intervention associated with this event. No additional information is available.